Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized due to high blood glucose. The customer's blood glucose was 450mg/dl. The customer had diabetes ketoacidosis and was treated with IV fluids and insulin. The customer was wearing insulin pump at the time of hospitalization.